Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a pocket infection and an abscess over the pocket. The patient was treated with antibiotics and a new ipg system was placed later. Cultures were taken and no organisms were observed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned. Aalysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.